Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Visual examination of the returned product identified the width plates were damaged. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00236, 0001526350-2023-00777, 0001526350-2023-00774, 0001526350-2023-00776.

Event description:
It was reported that the width plate was returned for maintenance and repair. The event timing was outside of surgery. There was no patient involvement. During device evaluation, it was discovered that the width plate was damaged. Due diligence is complete. No additional information is available.